Event description:
The patient reported the battery on their dash pdm (personal diabetes manager) was swollen, and the device would no longer turn on. Blood glucose levels were reported to be 16 mmol/l (288 mg/dl). No medical attention was required for the reported battery issue. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported battery event. The reported device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res # 90987 was implemented.